Event description:
Per complaint (B)(4), it was reported that a dental implant would not detach from the transfer during initial placement. The implant was removed and replaced with a different one. The procedure was extended. No additional adverse patient consequences were reported.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated for device return date, for follow-up report submitter, for awareness date and for report type and follow-up number. Updated for follow-up type, for device evaluation status and patient, method, result, and conclusion codes.